Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Device evaluated by MFR: no devices received, log review only.

Event description:
It was reported that 83.3ml of amiodarone (150mg) was programmed to infuse over 10 minutes however it was infusing at a faster rate than expected. As a result, the patient experienced bradycardia.

Manufacturer narrative:
The customer¿s experience of an overinfusion was not confirmed. ¿ the pcu event log shows pump module s/n (B)(4) was programmed to infuse amiodarone several times between 7:15 am and 7:55 am and shows the user had trouble selecting an amiodarone option. ¿ at 7:18 am, the user programmed an infusion of amiodarone 150mg/100ml (drugid 29) through guardrails. The user entered 1.8mg/min for the dose, which made the rate 72ml/hr. The user entered 100ml for the vtbi and started the infusion. The user selected yes to the guardrails warning ¿dose exceeds guardrails limit of 1mg/min. Proceed?¿ this infusion ran until 7:20 am when the device was channeled off. ¿ at 7:22 am, the user programmed an infusion of amiodarone 360mg/200ml (drugid 30) through guardrails. The user entered 7mg/min for the dose, which made the rate 233ml/hr. The user entered 200ml for the vtbi. The user then selected bolus and selected yes to the guardrails warning ¿dose exceeds guardrails limit of 1mg/min. Proceed?¿ the bolus dose was 150mg. The user entered 10 minutes for the duration, which made the bolus rate 500ml/hr and the vtbi 83.3ml. ¿ at 7:32 am, the bolus completes, and the device transitioned to the primary infusion running at 233.3ml/hr. This infusion ran until 7:55 am when the device was channeled off. The volume recorded as being infused during this period was 171.872ml. ¿ the expected rate was not reported by the customer, however based on the information stated in the event description (83.3ml to infuse over 10 minutes), the rate should have been 500ml/hr which is the rate that the bolus was programmed to run at 7:22 am. No device was returned for investigation. The root cause of the of an overinfusion was not identified.

Event description:
It was reported that 83.3ml of amiodarone (150mg) was programmed to infuse over 10 minutes however it was infusing at a faster rate than expected. As a result, the patient experienced bradycardia.

Event description:
It was reported that 83.3ml of amiodarone (150mg) was programmed to infuse over 10 minutes however it was infusing at a faster rate than expected. As a result, the patient experienced bradycardia.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.